Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of graft material from posterior vagina on (B)(6) 2004. It was reported that the patient underwent excision of bilateral lower lip mucoceles with primary closure on (B)(6) 2010.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat recurrent rectocele and enterocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2004. On (B)(6) 2010.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.